Event description:
It was reported to Resmed that an Astral device powered off and displayed a safety reset alarm. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The Astral device was returned to Resmed. Review of the device logs confirmed the reported complaint. However, the reported complaint could not be reproduced. The main circuit board was replaced to address the issue. Resmed Reference#: CASE-(b)(4).